Event description:
Customer reported that suture broke at an unspecified time following blephroplasty. Patient returned to surgery for re-suturing. No further details were provided.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.